Manufacturer narrative:
The catheter had been inserted during surgery and saline and methylene blue had been instilled into the patient's bladder. The catheter stopped draining and the clinician was unable to deflate the balloon. They cut the catheter and it began to drain. A new catheter was inserted. No patient injury resulted. The sample was not returned for evaluation. A root cause was not determined.

Event description:
The catheter would not drain, requiring another catheter to be inserted.